Manufacturer narrative:
Reported event of docking issue was not confirmed. Visual inspection noted helix was within specification. Tether hole diameter insertion test determined device button within specification of manufacturing tolerances. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the leadless pacemaker could not be appropriately docked with the delivery catheter after fixation. The device was then unfixed and retrieved. After retrieval, thrombus like material was noted on the device's tip. The device was not used, and a new one was implanted. There were no patient consequences.